Event description:
Instrument reported a false positive reaction giving a blood type grouping interpretation as ab positive on a known donor who was actually a blood type grouping of b positve. Not death or serious injury was associated with this incident.